Event description:
The customer reported backup alarm failure. No patient involvement reported.

Manufacturer narrative:
The cpu board was tested and no failures were identified. The 1104 error code could not be duplicated. The (B)(4) logged error code 1105, 12:09.40pm, (B)(6) 2017, post led failed 611 was fi technician induced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
Updated.